Event description:
Patient was revised to address infection. Surgeon is also concerned about the scratches on the insert, possibly caused by third-body wear.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.